Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and when the tones were demonstrated he identified the alert as the one for no conditions met. The patient reported hearing this alert in various places and occasions while taking walks or just sitting at home. When asked if the patient could correlate this to any magnetic field, the patient said there was no possible correlation since the alert sounded in different contexts/time of the date. It was noted the device also alerted for recommended replacement time (rrt). It was noted the customer questioned the integrity of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.